Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-nov-29. It was reported that the patient's weight at the time of the event was unknown. It was unknown if there was intent to return the catheter once replaced in the future. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-09. It was reported that the catheter was cut by accident and was not planned. The manufacturer's representative did not have the patient¿s weight at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [5000 mcg/ml] at a dose of 600 mcg/day and morphine [2 mg/ml] at a dose of 0.24 mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2017 that the patient underwent spinal surgery the day of the report that was unrelated to the infusion system. The surgeon cut the catheter and it was tied off. The manufacturer's representative was asked by the managing physician to program the pump to minimum rate. No symptoms were reported but the patient was hospitalized and receiving intravenous (IV) medications. It was noted that the plan was to replace the catheter in the future several months after the patient has healed from the spinal surgery. No further complications were reported or anticipated.